Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable and lemo pin connector were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system would intermittently lock up. No pt injury was reported.